Event description:
A caller reported that the pump battery would not charge, and the pump screen was dark, making it difficult to confirm if the issue caused the customer's blood glucose to exceed 500 mg/dl. As there was no confirmation, no adverse impact to the customer's blood glucose level could be confirmed. The caller tried several troubleshooting steps such as using different wall outlets, adapters, and cables without success. Customer technical support (cts) decided to replace the pump and instructed the caller to use multiple daily injections (mdi) as a backup therapy. Cts confirmed the shipping address for the replacement and provided instructions for returning the faulty pump, which the caller acknowledged and understood.